Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Unable to verify for operating current test including battery out of limit alarm due to no button response. No pump received with minor scratched display window, cracked case at display window corners,cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads. No moisture damage inside pump noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 452 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.